Event description:
The clinical engineer reported a flogard infusion pump with overinfusion into patient. The event was reported to have occurred during patient infusion in the (B)(4) room. Customer stated the pump "apparently delivered more than it should have" on an (B)(6) 2011. Customer stated, "pitocin induction started at 9:30. IV pump was set to infuse at 2ml per hour and increased every thirty minutes to one and a half hours by 2mls. It was discovered by the nurse that 500 ml bag infused over seven hours; rate set and confirm pump not infusing correctly." There was patient involvement; however there was no report of patient injury or medical intervention related to the reported condition. The customer stated that the patient and newborn were in stable condition and released from the hospital. No further information is available at this time.

Manufacturer narrative:
(B)(4). The facility representative stated that the device would not be returned for evaluation. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. Should additional information become available, a follow-up medwatch will be provided.

Manufacturer narrative:
(B)(4). Additional information: a device history review was performed, finding that no exceptions were noted during the manufacturing of this device.